Event description:
It was reported that a patient receive a vibratory alert for non-sustained rv lead noise. The stored egm for non-sustained lead noise confirmed appropriate sensing on both the near field and far field electrogram, but they did not match up due to frequent pvcs resulting in lead noise episodes. Reprogramming was recommended.